Manufacturer narrative:
Findings: unable to rewind due to motor excessive axial play. Unable to verify excessive no delivery due to rewind anomaly. Unable to verify intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping on their own noted. Pump received with cracked display window corner, reservoir tube, reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 86 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.